Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. H10 additional narrative: the actual device was evaluated and it was found that there were no issues with the system or the software. Analysis of the device log files for this case found that the resection levels were not verified using the pointer array. The reported condition could not be verified nor confirmed on review of the log files. The assignable root cause could not be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a left total knee arthroplasty surgical ps femoral trial. The reporter stated that the procedure, it was observed that while using the robotic-assisted solution satellite station device, that the femoral ps trial and cemented implant were sitting on the femur more flexed than the original cuts. It was reported that the event was detected at the placement of the was a planned cemented ps femur and cementless rp tibia. The reporter stated that a freehand recut of the ps notch was performed to make the notch cut slightly deeper. It was reported that cement was added to correct the cut. It was reported that the device was being used with a robotic assisted base station device. There were no delays in the procedure. There was patient involvement. It was reported that the there was no negative outcome. The reporter stated that the knee was balanced when trialing the component. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant medical devices and therapy dates, robotic assisted base station device, unknown. UDI: (B)(4).